Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that the pcb-board has no physical damage, however, the right-angle extension cable was defective (right-angle extension cable has exposed wires), therefore, a golden right-angle extension cable was used in all future testing. During the boot-up sequence, the hand-held display never loaded to the welcome screen, and the unit powers down on its own, however, the use of a golden compact-flash was able to boot the unit into the terminal environment without the unit powering down which could not be obtained with the returned compact flash. Patient data back-up could not be performed due to the returned compact flash was unable to load to welcome screen. Booting from the service thumb-drive, unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). It was reported that the pes would not load to the welcome screen-confirmed. Additional finding revealed that the right-angle extension cable has exposed wires-confirmed.